Event description:
The site had two cables out of adjustment that made the emergency release handle inoperative. The adjustment of this cable is to be checked during each pm. The pm schedule is published on the mr service web site. There was no patient involvement and no injury reported.